Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which found that the coupling tool side was worn-out, and unable to clamp the k-wires. The bearings were corroded and the internal was mostly rusted. It was further noted that the device failed pre-repair diagnostic tests for function of the three k-wire ranges with the function gauge, and the machine run. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the attachment device became hot during use and was sounding ¿rough¿. It is unknown if the device was used in surgery, or if there was patient involvement. It was reported that there were no delays in a surgical procedure. It was not reported if a spare device was available. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.